Event description:
Customer reportedly received results of 15 mg/dl and 150 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.